Manufacturer narrative:
(B)(4). The investigation found leakage at the glued connection between the 3-way stop cock and the connector. The cause was determined to be the glue failing, or not enough glue applied. As a corrective action a review of the production process was performed and the gluing process was optimized. As a preventive action they performed additional training for operators responsible for assembling the venous bubble trap. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), reported that on on (B)(6) 2012 that the adult rotoflow mini set (model: be-hqv 36107, article number: 70105.0964, serial number: (B)(4)) had a leak at the top of the luer lock. (B)(4).